Event description:
When closing incision, skin stapler malfunctioned and stopped firing staples halfway through load. Stapler removed from field and new stapler was given to surgeon. FDA safety report ID# (B)(4).